Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the patient alarm log of the hc device. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an system error 2240 in the patient logs that occurred on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample is not available. A follow-up MDR will be submitted if additional information is obtained.